Event description:
This is one of many reports received from japan in which a product mislabel was identified. The patient underwent cataract extraction with phacoemulsification, use of healon, without optical iridectomy, to implant a ceeon lens labeled as 812a/21.5(d) into the left eye. However, the lens was not correctly labeled and was actually lens model 745a/18.0(d) resulting in a postoperative hyperopia of 3d. Both eyes were hyperopic prior to sugery. The patient did not want to have antoher surgery for lens exchange in the left eye. On 06/15/99, a lens implant was performed in the right eye to make the right eye 2d hyperopia. This patient recovered with sequelae. No other info was provided. A MFR investigation was performed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. Also, as a precautionary measure, 5 other lots mfg the same day were also recalled. The distrubution of these lots was limited to japan.